Event description:
Reporter indicated that the patient had been experiencing hoarseness after implantation of the vns device and prior to initiation of stimulation. The patient reported that the hoarseness was not painful and was improving. The neurologist elected to initiate vns stimulation. The patient was then seen by an ent, and it was reported that the ent said the patient's vocal cord was "not moving". The patient had a second visit with an ent, and left vocal cord paralysis was confirmed. The patient has been referred to a surgeon for treatment, although it is unknown what treatment is planned. The patient's treating neurologist has continued to increase the vns settings.